Event description:
Patient was undergoing cardiac ablation using radiofrequency for episodes of ventricular tachycardia. A total of 5 radiofrequency applications were performed for a total "burn" time of 150 seconds. The procedure was successfully completed. Approximately 10 minutes later, while the pt was still on the procedure table, he experienced apnea. Assisted ventilation was begun along with medication resuscitation. An echo was performed which showed a pericardial effusion. Attempts to aspirate the effusion were performed x 2 and a pericardial window & drain was inserted. All resuscitative efforts failed and the pt expired.